Manufacturer narrative:
Correction to suspect medical device the reported stroke event occurred following a remap procedure where no bsc device was used on (B)(6) 2024. The index procedure where the farawave was used took place on (B)(6) 2024. It was further determined that the stoke event is unrelated to the farawave catheter or pulse field ablation procedure.

Event description:
Clinical study faradise, clinical study ID: (B)(6), subject ID: (B)(6). It was reported that four days after the redo procedure using a non-boston scientific ablation system, the patient experienced a stroke. Approximately twelve days post-procedure, the patient was hospitalized, and a magnetic resonance imaging (MRI) scan of the brain was performed. The patient was discharged on (B)(6) 2024. Additionally, the patient had undergone a pulsed field ablation procedure on (B)(6) 2024. The farastar ablation generator is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that four days after the redo procedure using a non-boston scientific ablation system, the patient experienced a stroke. Approximately twelve days post-procedure, the patient was hospitalized, and a magnetic resonance imaging (MRI) scan of the brain was performed. The patient was discharged on (B)(6) 2024. Additionally, the patient had undergone a pulsed field ablation procedure on (B)(6) 2024. The farastar ablation generator is not expected to return for analysis as it remains in-service. Clinical study faradise, clinical study ID: (B)(6) , subject ID: (B)(6).